Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer under MDR #2029046-2021-00503. Reference# (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a persistent atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and then open heart surgery. During mapping the patient's blood pressure dropped. A pericardial effusion was confirmed by intracardiac echo (ice). A pericardiocentesis and blood infusions were performed, it was unknown how much fluid was removed. The patient is currently in the operating room with "good" blood pressure. No ablation catheter was used in the case, transseptal puncture was performed sjm brk. No error messages were observed on biosense webster equipment during the procedure. Ablation parameters and settings were not reported as not ablation catheter was used. The physician's opinion on the cause of this adverse event: procedure. Injury occurred during either mapping or transseptal.